Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anti back-up. Device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and one unformed clip was fed. The unformed clip was determined to be caused by a failure of the anti-backup feature. In order to evaluate the device's internal components, the device was disassembled. Upon disassembling of the device, the ratchet pawl was found to be worn out leading the found antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The failure of the anti-backup feature is unrelated to the reported malformed clips. Although no conclusion could be reached as to what may have caused the reported incident, it is known from the history of the device that incorrect/excessive application of torque to the jaws may result in clip malformation. The application of torque creates a temporary misalignment of the tips which is known to produce a scissored clip. Device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although no conclusion could be reached as to what may have caused the reported incident, it is known from the history of the device that incorrect/excessive application of torque to the jaws may result in clip malformation. The application of torque creates a temporary misalignment of the tips which is known to produce a scissored clip. Please note that complaint information is trended on a regular basis to determine if further investigation is warranted. At this time, there is no observable trend related to this issue. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. This finding is not related with the incident reported. (B)(4).

Event description:
It was reported that during a laparoscopic chole procedure the first device on the fifth firing, while the surgeon was twisting the device fired scissored clips. The clips did not fall into the patient. A second device was fired on the mayo stand and the clips did not form correctly. A third device was used to complete the case with no patient consequence.